Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, prograsp forceps stopped moving appropriately. It was noted by the staff that the cable on the instrument had broken. It was removed from the patient and the field was searched for any possible retained materials. Nothing was noted. The instrument was removed and replaced with a backup instrument. The procedure was completed with no reported injury.